Event description:
Dr was taking down the lima. The cable snapped and broke. The surgeon stated that the rakes caused a tear in the right atrium. Suture repair of right atrium completed. Did not harvest lima. Blood loss 700cc proceeded with CABG.